Event description:
A report was received that the patient had infection at the midline incision site. The patient's symptom included pus at the open wound. Antibiotics were given to the patient. The physician believed that the infection was nondevice related but was procedure related. The patient underwent an explant procedure and did well postoperatively.

Event description:
A report was received that the patient had infection at the midline incision site. The patient's symptom included pus at the open wound. Antibiotics were given to the patient. The physician believed that the infection was nondevice related but was procedure related. The patient underwent an explant procedure and did well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1132, serial/lot #: (B)(4), description: precision spectra implantable pulse generator; model #: sc-2316-50, serial/lot #: (B)(4), description: infinion 1x16 perc lead kit - 50 cm.

Manufacturer narrative:
The explanted leads were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual and performance tests performed. No complaints about the functionality of the ipg were reported. No anomaly noted in the sterilization record.

Event description:
A report was received that the patient had infection at the midline incision site. The patient's symptom included pus at the open wound. Antibiotics were given to the patient. The physician believed that the infection was nondevice related but was procedure related. The patient underwent an explant procedure and did well postoperatively.